Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695 fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the gas outlet port of an rd900azu neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the subject device, rd900azu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in china where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the distributor, and our knowledge of the product. The service centre also reported that the device was repaired and returned to the customer. Result: upon evaluation of the photography provided and review of service report, it was observed that the gas outlet port of the subject device was broken. Conclusion: we could not determine the cause of the reported event. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in china reported on behalf of a healthcare facility that the gas outlet port of an rd900azu neopuff infant resuscitator was broken. There was no reported patient involvement.